Manufacturer narrative:
According to the customer, on (B)(6) 2025 the device "runs but doesn't make steam" and that "the filters are clean." The customer reported that the device is used once per day in the mornings and that a dose of ipratropium bromide sulfate was missed. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 the device "runs but doesn't make steam" and that "the filters are clean." The customer reported that the device is used once per day in the mornings and that a dose of ipratropium bromide sulfate was missed.